Event description:
The customer stated that his blood glucose readings were erratic. While troubleshooting, the customer recieved normal control test results of 108 mg/dl, hi, 164 mg/dl, and 218 mg/dl. The range for the normal control is 86-115mg/dl. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.